Manufacturer narrative:
Updated fields: b4, e1 event site telephone, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: b5, d10. A getinge field service engineer was dispatched to evaluate the unit. The fse replaced both batteries and the instrument is running normally and delivered to the user.

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) had battery short run time issue. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 event site address and the full event site address is (B)(6) due to character limitation in e1 event site phone number and the full event site phone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had poor battery storage. There was no patient involved.